Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem's user guide: before taking a bg measurement for calibration, wash your hands, make sure your bg test strips have been stored properly and are not expired, and make sure that your bg meter is properly coded (if required). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm with an unknown cause. Elevated bg was addressed via manual injection. Tandem technical support commenced conducting system check. However, reportedly the customer is using insulin, cartridge's, and test strip's beyond labeling. Tandem technical support educated the customer to replace the cartridge every 48 hours if using humalog.